Manufacturer narrative:
(Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This x-ray system went down with errors: 230 and 58.